Manufacturer narrative:
(B)(4). Physio-control evaluated the customer¿s device but was unable to duplicate the reported issue. After observing proper device operation through functional and performance testing the device was returned to the customer for use. The cause of the reported issue could not be conclusively determined.

Event description:
The customer contacted physio-control to report that their device powered off several times by itself during a patient event. The crew was able to manually power the device back on each time. The customer advised that they were using the device to monitor the patient and perform a 12 lead. This issue is patient related; however the customer advised there was no adverse patient outcome. Physio-control contacted the customer in order to obtain additional information about both the patient and the event, however, the customer advised that no further details are available.